Event description:
Caregiver was bathing resident on concerto shower trolley. As resident rolled toward caregiver, the side rail came down and resident slipped off the mattress. The resident did not fall flat on the floor, nor did his head ever touch the ground. The caregiver was right next to him, and eased the slip of the resident. The safety locking clip was not fully engaged. This caused the side rail to go down. The safety clip was inspected and was not faulty. Resident was fully checked out by rn, and there were no bumps, bruises, cuts or bleeding (the resident stated that he was fine).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration (B)(4)) on behalf of the MFR arjo hospital equipment (B)(4) (registration (B)(4)). The eval of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the manufacturer. The info contained in this initial report is based upon the info provided to the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.